Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure after surgical ports placement, a recoverable error 319 occurred on the universal surgical manipulator (usm) arm 2. Prior to the call, the customer restarted the patient side cart (psc) a few times with no change. The technical support engineer (tse) checked logs and confirmed error 319 pointing to the axes controller, carriage (acc) in the usm 2. The tse advised how to stow arm 2 out of the way and continue the procedure with 3 arms. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. During visual inspection, no evidence was found that would be related to the reported problem. The universal surgical manipulator (usm) was tested on an in-house system and failed in normal mode triggering error 319. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test failed pointing to the rolling loop. Once testing was completed, the fiber was tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.